Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent revision breast reconstruction with mentor smooth uhp 1240cc gel implants on (B)(6) 2017 experienced severe left breast implant palpability/visibility that was observed on (B)(6) 2017. The patient underwent procedure on unknown date and on (B)(6) 2017 the issue was reported as resolved. The details of the procedure were not reported. This patient's history includes hypertension and elevated cholesterol. Prior to reconstruction, the patient was diagnosed in (B)(6) 2016 with stage I left upper medial quadrant ductal breast cancer and in situ right lower medial quadrant ductal breast cancer in (B)(6) 2015. The patient underwent radiation therapy in radiation in (B)(6) 2015, bilateral skin sparing mastectomies on (B)(6) /2016, and chemotherapy from (B)(6) 2016. The patient also had mentor artoura ultra high profile tissue expanders before reconstruction that were explanted on (B)(6) 2017 and mentor smooth uhp 1135cc gel implants placed on (B)(6) 2017.

Manufacturer narrative:
On 05/31/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that it was reported that a (B)(6) year-old caucasian female patient who underwent revision breast reconstruction with mentor smooth uhp 1240cc gel implants on (B)(6) 2017 experienced severe left breast implant palpability/visibility that was observed on (B)(6) 2017. The patient underwent procedure on unknown date and on (B)(6) 2017 the issue was reported as resolved. The details of the procedure were not reported. Upon receipt by mentor, the device contained clear gel. Gel was observed on the shell surface. The device appeared intact. No anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/26/18, it was reported to mentor that the device evaluation has been completed. Upon receipt by mentor, the device contained clear gel. Gel was observed on the shell surface. The device appeared intact. No anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that this device has not been approved by us FDA and is not marketed in the us. Therefore, this complaint is not MDR reportable. Therefore, this type of event is not covered by post-market spreadsheet report exemption #e2007003 and will be reported under the ide regulations. In addition, patient¿s information was reported incorrectly. The patient¿s initials are ss. The patient¿s date of birth was (B)(6) 1958. The race was caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed for the finished device number 7466690, and no non-conformances related to the reported complaint were identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Wound infection and cutaneous contour deformity complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the facility information was (B)(6). The patient participated in athena study. After clinical review of this file performed on (B)(6) 2019, it was decided to remove codes surgery prolonged (3189), soft tissue injury (2104) , to more accurately capture the reported event and include codes wound infection(1930), and cutaneous contour deformity (2613). The patient experienced implant palpability and infection. The patient had undergone removal and replacement on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/23/18, it was reported to mentor that the device history record (DHR) for the lot number 7466690 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).